Manufacturer narrative:
H6: code 400 (other): yeilded jawsh4:d5:d6: information unavailable

Event description:
During a laparoscopic cholecystectomy on an unknown date clips from the er320 shot out of the applier when fired. A second applier was opened to complete the procedure. There was no consequence to the pt.